Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during hallux valgus osteotomy, it was found that the reported plate was broken close to the hole when the surgeon contoured the plate before placing it. No surgical delay was reported. No adverse consequences to the patient were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation / product investigation was performed ¿ to bend the plate the bending pin for lcp plates 2.4 and 2.7, with thread and the universal bending pliers was necessary. When looking at the scratches on the bottom side it is likely that the instrument was not used correctly. In reviewing the photograph of the implant, it appears that there was much force applied to the device. The IFU states that for osteotomies, arthrodesis and fractures of the foot the x-plate can be deformed with help of two bending pins or a forceps and a bending pin. The IFU goes on to explain that only a slight amount of bending is necessary. Repeatedly bending the plate causes material fatigue and must therefore be avoided. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Additional product code ¿ hwc. Unknown if broken plate was implanted. Device not explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 20.aug.2014 expiry date: 01.aug.2024. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.